Manufacturer narrative:
(B)(4). The reported signal loss is being reported under MFR# 3004753838-2018-78951.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event occurred. The patient stated they were at work and passed out. A coworker called 911 and when the paramedics arrived, they checked the patient's blood sugar and the meter was reading 32 mg/dl. The paramedics administered the patient with a glucagon pen and left when the patient's blood sugar was stable with a reading of 200 mg/dl. There was no allegation against the device as the patient was not wearing the receiver at the time of event. The patient stated they stopped use of the dexcom on (B)(6) 2018 due to having an unresolved signal loss issue. At the time of contact, the patient was in stable condition. No additional patient or event information is available.